Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a decrease in the remaining longevity, from 1.5 years at the previous follow up six months ago to less than 3 months remining at the current device check. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected and it was recommended to replace the device within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a decrease in the remaining longevity, from 1.5 years at the previous follow up six months ago to less than 3 months remining at the current device check. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected and it was recommended to replace the device within 90 days. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the device will be replaced within two months, when the patient comes to their next follow up.

Manufacturer narrative:
The initial reporter details were updated. This report will be updated when additional information is received.